Event description:
It was reported that during a drug eluting stenting treatment procedure, an acute thrombosis occurred. On 2005 the patient presented to the cath lab. The lesion being treated was a moderately calcified, 75% stenotic lesion in a mildly tortuous cicumflex artery (cx). After pre-dilation the physician successfully deployed a taxus express2 - 3.50 x 32 mm drug eluting stent in the cx. The patient then complained of severe chest pains and the physician determined the patient to have an acute thrombosis in the taxus stent. The physician treted the acute thrombosis with fluids, heparin, aggrastat as well as intracoronary nitroglycerin and isoptin. After these treatments the stent showed a timi grade iii and the patient's chest pains started to relieve. No further treatments were needed and the patient was transferred to ccu on aggrastat for 24 hours. Patient was discharged from the hospital 3 days later. Pt status is reported as "being in good shape".